Manufacturer narrative:
Pump passed the self test, active current measurement and sleep current measurement. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and dat due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thump. In further full review of the pump history/traces on the event date of 02-nov-2023, there is no unexpected alarms/suspends. However, pump error 38 alarm noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 02-nov-2023 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered = 47.85 dailytotalofbasalinsulindelivered = 31.75 dailytotalofbolusinsulindelivered = 16.1 pump error 38 alarm was recorded and found in the formatted history file on: (B)(6) 2023 19:54:03.000 (B)(6) 2023 20:30:07.000, (B)(6) 2023 20:31:05.000, (B)(6) 2023 20:32:36.000 (B)(6) 2023 20:33:12.000, (B)(6) 2023 20:36:22.000, (B)(6) 2023 20:38:20.000 (B)(6) 2023 21:02:55.000, (B)(6) 2023 21:30:47.000 (B)(6) 2023 14:01:39.000 (B)(6) 2023 06:16:45.000 no pump error 37, 39, 41, 42, 43, 79, 80, 82 and 130 alarm on the formatted history file noted. Pump was cut open to perform visual inspection and found a corroded motor home switch. Slight corrosion was found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor and vibrator assembly noted. A test motor was used and continued testing. The pump passed the rewind test. No constant pump error 38 alarm during the rewind test noted during testing. Pump error 38 alarm during the rewind test was confirmed due to a corroded motor home switch. Please see below for pump errors/alarms noted 1 week prior to the event date 02-nov-2023 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2023 06:37:43.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2023 19:40:03.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2023 19:52:45.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. Unable to test for no delivery alarm/insulin flow blocked alarm due to pump error 38 alarm during the rewind test. Sensorerroralert (801) was recorded and found in the formatted history file on: (B)(6) 2023 12:52:41.000 lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 20:50:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor error alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 19:55:35.000 (B)(6) 2023 19:55:53.000 (B)(6) 2023 19:56:47.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 6:25:56 am. There was no power data available for the event date of 02-nov-2023. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs. Pump error 38 alarm during the rewind test was confirmed due to a corroded motor home switch. During visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received no motor movement or negligible movement and retries to free a stuck motor failed(pump error 38) and also experienced hyperglycemia. Troubleshooting was performed. The customer was able to clear the alarm successfully and stated that the pump rewind could not be completed. The pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.